Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. The display was dim and discolored. In addition, the ok keypad button was intermittently responsive. Upon removal of the keypad cover, the ok button contact was found to be inverted. Unrelated to these issues, the keypad was torn at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. The display was dim and discolored. In addition, the ok keypad button was intermittently responsive. This report is made based on results of investigation completed on (B)(6) 2016.